Event description:
The clinician flushed the catheter with 2 cc n/s in a 3 cc syringe and noticed leakage around the opposite dressing. The clinician found the hub of the catheter with a portion of the catheter attached but the distal part of the catheter was missing. Arm and chest x-rays were performed but were unable to locate the catheter tubing. No adverse effectshave been reported concerning the missing catheter, but they are keeping pt under observation.